Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter alleged they received discrepant results for two samples collected from the same patient and tested with pth elecsys e2g 300 on a cobas e 801 analytical unit. The questionable results were allegedly measured during the patient's surgery. The initial results were reportedly questioned by a physician, so the samples were repeated on a second analyzer. There was a delay in time between the initial results and the repeat results. The repeat results were deemed correct by the customer. At 7:26, the first patient sample resulted in a pth value of 21.5 pg/ml. The sample had repeat values of 179 pg/ml at 10:32 when tested on the second analyzer and 170 pg/ml at 10:41 when tested on the original analyzer. At 9:58, the second patient sample resulted in a pth value of 22.2 pg/ml. The sample had repeat values of 1776 pg/ml at 10:33 when tested on a second analyzer and 1670 pg/ml at 10:41 when tested on the original analyzer.

Manufacturer narrative:
Medwatch field h6 coding has been updated.